Event description:
It was reported that the home health nurse was unable to aspirate the expected reservoir volume from the pump at the patient's last refill. Therefore, the pump was not refilled. No patient symptoms were reported. The patient was subsequently hospitalized for unknown reasons. Attempts to obtain additional information were not successful. A follow-up report will be sent if additional information becomes available to us.